Event description:
On (B)(6), 2010 the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultrasmart meter display is fading. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began on the morning of (B)(6), 2010. The patient indicated he manages his diabetes with insulin. At the time of the alleged issue, the patient denied taking any action regarding his diabetes management regimen. A couple of hours after the alleged issue occurred, the patient stated he developed symptoms of rapid heartbeat and a headache. In spite of the symptoms, the patient denied receiving any medical treatment. It is not clear if the patient could test due to the alleged issue. At the time of troubleshooting, the cca noted the patient had used the subject meter before and there was no misused of the meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. G5: 510(k) # is k021819.